Event description:
The customer's husband reported that the customer was experiencing low blood glucose levels. The husband did not know what her reading was as he could not find the glucometer. The paramedics were called for assistance, and found that the customer's blood glucose was 43 mg/dl. The customer was treated on the scene, and was not taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.